Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the icp microsensor became disconnected from the monitor. When the physician tried to re-connect the microsensor, the monitor did not recognize the reference number and asked to perform ¿zero¿. After several attempts were made, the physician decided to remove the microsensor. After trying outside of the patient, the monitor recognized the reference number. The microsensor was used for about 19 hours before the incident happened again with another microsensor. After several attempts, the microsensor works and is still implanted in the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed these two evaluations. During the evaluation a review of quality records was conducted for both returned microsensors, and prior to distribution these devices met all manufacturing and quality testing/inspection specifications. (B)(4). The catheter was evaluated and the following observations noted: 1 - cosmetic lifting of sealant at sensor. 2 - catheter body has slight bends. 3 - the device failed temperature test - reading was + 1mmhg, should be +/- 0.5mmhg. 4 - passed all other testing. Mfg. Date: 3/20/2013. Based on the above evaluation supplier was unable to confirm the difficulty reported by the affiliate. (B)(4): 1-cosmetic lifting of sealant at sensor. 2 - catheter body has multiple kinks and bends. 3 - the device failed temperature test - reading was - 1mmhg, should be +/- 0.5mmhg. 4 - passed all other testing. Mfg. Date: 4/3/2013. Based on the above evaluation supplier was unable to confirm the difficulty reported by the affiliate. Supplier was called to clarify the temperature test failure of both devices. Supplier informed that it appears to be user related. However, it is unrelated to the difficulty reported by the affiliate. Note that both devices passed the test prior to distribution.